Event description:
Customer reported he was hospitalized for low blood glucose. He has been experiencing low blood glucose for over a week and he does not know why. He had a grand mal seizure about three weeks ago. At night he gets very sweaty and has low blood glucose. Customer was hospitalized on (B)(6) 2014 with a blood glucose of 19 mg/dl. Customer stated he did not hear his threshold suspend mode go off, but his wife heard and she woke him up. The cause of the lows is unknown. Customer states he changes his infusion sets every six days. He was advised to change the infusion set every two to three days. The drive support cap appears normal. The device was not exposed to a strong magnetic field. The device passed the displacement test. Customer was advised to monitor the device and call back when needed. Customer's last blood glucose was 249 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).